Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4 days, ongoing), meropenem injection (500mg per bag, intraperitoneal, ongoing) and amikacin injection (100mg, per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. On an unknown date, treatment with dianeal 4.25% was discontinued however, dianeal 1.5% and dianeal 2.5% were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was not hospitalized for peritonitis. Antibiotic treatment and pd therapy were discontinued. The patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.